Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the power cord was confirmed. The returned power adapter was unable to give power to the communicator due to an internal anomaly. The measurement showed the returned adapter¿s output voltage was out of specification. The green light emitting diode (led) light did not turn on. The blade adapter plate was removed. There was no arc mark on either of the blade contacts or power prongs. However, the plastic was melted around one of the power blades. An internal anomaly caused the power adapter to draw an excessive amount of current causing the heat buildup in the metal power prong which melted the plastic.

Event description:
Boston scientific received information that the power cord had no light. A boston scientific company representative verified that the communicator was plugged into a working power outlet. The power cord will be replaced and a return label will be sent. The company representative advised the patient advocate to call back if the new power cord will not fix the issue. The communicator remains in service. No adverse patient effects were reported.